Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a normal follow up. Upon investigation, noise was observed and was reproducible by isometrics. Several atrial noise reversion episodes and inappropriate auto mode switch episodes were noted. Patient was asymptomatic. Atrial lead replacement procedure was scheduled. During procedure, lead abrasion was found in the pocket area, proximal to the suture sleeve. It was also noted that during the procedure, the physician had punctured a hole into the lead to gain access. The lead was explanted and replaced on (B)(6) 2017. Patient condition was good post procedure.